Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR # 1810909-2020-00067.

Event description:
The customer reported that he performed comparison of blood glucose readings between the contour next ez and contour meter within 10 minutes. The reading on the contour next ez meter was 40 mg/dl lower compared to that obtained on the contour meter. There was no allegation of an adverse event. The customer was advised to return the product for evaluation. Replacement meter kits were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link meters for evaluation. No test strips were returned. In-house testing was performed using the returned meter and in-house contour next test strips from a different lot (9gpeg09a) as the suspected lot expired in jan 2020. All readings were within acceptable ranges.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, in-house testing was performed using the returned meter with in-house contour next test strips from a similar lot # 9dpeb51b, which gave a satisfactory performance. The additional information provided in the first supplemental report # 1810909-2020-00066s belongs to report # 1810909-2020-00015. Please disregard the information in the first supplemental report of 1810909-2020-00066.